Event description:
The reporter indicated that during a pre-discharge follow-up, one week after implant, noise mode behavior was observed on the iegm. The pt was found to have retrograde p-wave. At that time, the programmer message indicated that the sensitivity value was too low. The values were changed from 3.5mv to 7.0 mv. The pacer still remained in noise mode. The rep then tried to change the mode to vvi, but the same behaviour was observed. On 3/30/98, a treadmill test was performed and sinus p-wave appeared when the pt increased the level of activity. V-spike was still delivered instead of intrinsic p-wave, and the physician called to report the ventricular under-sensing. The device was replaced on 3/30/98. The leads were checked and found to be operating properly. The reporter also stated that the pt felt palpitations.